Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
U by kotex click regular tampon unraveled and string broke.

Manufacturer narrative:
Is a follow-up report to remove the initial report that was submitted. Due to new information received from the consumer, this is no longer reportable. The consumer has since clarified that the string came off the tampon, causing the tampon to get stuck, but the pledget portion of the tampon did not break apart or end up in two or more pieces.

Event description:
This is a follow-up report to remove the initial report that was submitted. Due to new information received from the consumer, this is no longer reportable. The consumer has since clarified that the string came off the tampon, causing the tampon to get stuck, but the pledget portion of the tampon did not break apart or end up in two or more pieces.